Event description:
Information received from the field notes that the patient began feeling symptomatic, so returned to doctor's office. An ECG taken showed no output and interrogation of the device found no telemetry. Subsequently, the devicee was replaced.